Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump had a button error alarm and the keypad was unresponsive. Customer's mother stated that they had replaced the batteries twice, and received the button error alarm each time. The customer's blood glucose level was 102 mg/dl at the time of the incident. The customer did not recall any significant events leading up to the button error alarm. Customer's mother was advised that the insulin pump would be replaced and agreed to send the device in for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.